Event description:
It was reported via repair work order that the power cords power prong was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the bed had no power due to power cords power prong was loose.

Event description:
It was reported via repair work order that bed had no power due to power cords power prong was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.